Manufacturer narrative:
(B)(4). G2: foreign: india. Customer has indicated, that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text: product not returned.

Event description:
It was reported, that the implant fractured, during the procedure. No adverse events have been reported, as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h1 the following sections were updated: b4, b5, d2, d4, d9, g1-2, g3, g7, h2, h4, h6, h10. Visual examination of the returned product identified the suture was returned still assembled in the button with the blue and white stripe suture saddle frayed and broken. Dimensional analysis of the button determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies were found. The reported event has been confirmed through product return. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.